Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported the buttons on the bump are intermittently without function. No adverse event reported. Requested return of the alleged pump for evaluation.